Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, a non-recoverable fault occurred. The surgeon elected to convert the procedure prior to calling technical support. The site tried several restarts without success. The technical support engineer (tse) viewed the system event logs and saw errors 319 and 307 pointing to the axes controller cannula (acc) board on universal surgical manipulator (usm) 1. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to persistent error 319. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported failure. The unit was tested on an in-house system and failed normal mode as it triggered 319 errors on the rolling loop. During the inspection, the rolling loop was found to be damaged and coming off its track and triggering error 319. The unit failed on a psc fixture test platform (pftp) as it failed fiber test and insertion friction speed low test, caused by the damaged rolling loop. The unit passed direction test, lissajous, cva characterization, sine cycle carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test on a pftp. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to a usm error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.